Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of a shadow and loss of live video output could not be confirmed. Product passed functional testing and 6 hour burn-in without shutting off and no shadows were observed. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during knee arthroscopy procedure, device had a shadow on the screen, there was a complete loss of visualization for seconds. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.